Event description:
New information received indicating that the patient received inappropriate high voltage therapy due to noise being oversensed. Externalized conductors were noted upon lead explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited noise oversensing and high impedance. The patient presented on (B)(6) 2019 for procedure and the lead was explanted and replaced. The patient was stable post procedure.